Manufacturer narrative:
On (B)(6) 2016, an fse went to the customer site to evaluate the problem. The fse found error code 4020, spec z-axis home overrun upon evaluation of the analyzer. In addition, the fse confirmed the sample needle was bent and replaced the needle. The fse then went thru the sampler compound action adjustments, had to adjust the diluent position under compound action. Software updated to rev 1.34. Following the fse ran quality controls and verified proper operation of the analyzer. The aia-360 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes :2012 (air detected [diluent]) and 4020 (spec z-axis home overrun), and troubleshooting pertaining to the aia-360 system. The reported problem was resolved by the fse and the aia-360 analyzer was returned to use. The most probable cause of the reported event is related to a bent sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported receiving error code 2012 (air detected [diluent]) during use of the aia-360 analyzer. Tosoh technical support asked the customer to make new diluent and to prime thru multiple times. Following, remove the back panel and inspect the sample nozzle. The customer called back to report that the sample needle is bent. The customer has no back up needle and is unable to run ckmb and ctni 2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ckmb and ctnl 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.